Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced an unknown injury and a product problem after a perigee sling was implanted. The device remains implanted. No patient complications were reported in relation to this event.

Manufacturer narrative:
Date implanted: (B)(6) 2008. Note: the reported date implanted is believed to be incorrect; device manufactured 10/31/2008, after the alleged implant date. Lawyer filed report - (B)(6).